Event description:
It was reported that a spectrum pump had an unresponsive keypad. During baxter's functionality testing, it was discovered that the keypad had intermittent response from some of the keys. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported keypad issues, due to an intermittent response from the #0, #1, #2, #4 and #5 keys caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.